Event description:
A malfunction alarm was reported with the display of malfunction code malf 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to switch to multiple daily injections (mdi) as a backup therapy and was informed that a replacement pump would be shipped. The pump was within warranty, and the customer understood how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.